Event description:
It was reported that this pacemaker system exhibited a high frequency noise on the right atrial (ra) channel which is being oversensed resulting in inappropriate atrial tachy response (atr) episodes. There is a notable ra deflection about 250 msec after each vp which may be retrograde conduction. Technical services informed it appears to be noise due to electromagnetic interference (emi) however, the patient denies any procedure. At this time, the device remains in service. No adverse patient effects were reported.